Manufacturer narrative:
(B)(6). Attempts were made to obtain complete event details, as well as patient and device information; the physician commented that such factor as heavy calcification of the lesion or vessel tortuosity may have contributed to excessive force to the device. The patient was discharged from the hospital on the day after the procedure. Investigation of the returned guide wire, which had been used in combination with the catheter, found a catheter tip fragment, twisted and deformed, proximal to the mid solder approximately 70mm to the distal end. At the same location, the coil wire was unraveled. There was a kink at 100mm from the distal end. The catheter distal tip was twisted and fractured. The middle part of the tip showed a trace of being pressed by something relatively hard and sharp. Lot history revealed no anomaly related to the reported event, and no other similar product experience report was received. Based on the obtained information on the case and investigation outcome, it is assumed that the distal tip of the microcatheter was trapped by a heavily calcified lesion. Then, rotational manipulation was applied and thus deformed the tip, causing the microcatheter to lose lubricity against the concomitant guide wire. As further rotational manipulation of both devices accumulated force, the microcatheter tip further deformed and the guide wire coil got unraveled, causing the two devices to get stuck each other. When the microcatheter was withdrawn, its tip fractured due to the tensile force applied to the device. Although there was no indication of product deficiency, the possibility could not be denied that the tip fragment was left inside the patient anatomy. IFU states: [warnings] do not use this microcatheter in advanced calcified lesions; [warnings] always hold the connector with one hand and turn the microcatheter carefully while regularly releasing the accumulated torsion of the microcatheter. Never turn the microcatheter continuously while holding the connector with both hands or use any other means to apply force. When releasing the accumulated torsion, be sure to open the hemostatic valve on the y-connector. Do not turn the microcatheter in the same direction, either clockwise or counterclockwise, for more than 10 consecutive turns. (Continuing rotation may damage or break the microcatheter or damage the blood vessels. In the worst case, life-threatening adverse events may occur.); [warnings] if any resistance or something abnormal is felt when operating this product, do not continue the operation while the causes are unclear. If it is suspected that the product is not operating correctly, avoid excessive manipulations, and carefully remove the entire catheter system while paying full attention to avoid complications. (Continuing the operation while the cause of the problem is not identified may cause damage to or separation of the catheter, and damage the blood vessel. Life-threatening adverse events may occur.)- [warnings] do not use this microcatheter in advanced calcified lesions; and, [malfunctions and adverse effects] damage (separation, kink, bend, deforming, damage to the hydrophilic coating).

Event description:
Reportedly, at a pci procedure to treat a heavily-calcified 90-99% stenosis in the tortuous lcx, an asahi guide wire was being used in combination with an asahi catheter. As the guide wire turned out to have decreased torquability, the guide wire was pulled back inside the catheter, and strong resistance was felt. Withdrawing the catheter caused strong resistance again, but the catheter was brought outside the patent anatomy. Fluoroscopy before resuming the procedure found a substance that looked like a piece of the catheter tip on the concomitant guide wire. The guide wire was withdrawn, with the catheter tip still remaining on the wire surface. Other devices were used to continue the pci procedure. After fluoroscopy confirmed that there was no fragment left inside the patient anatomy, revascularization was successfully completed.